Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited multiple episodes with oversensing of noise on the right ventricular (rv) channel causing pacing inhibition with periods of asystole of up to five seconds. The patient was admitted to the hospital due to their dependency on pacing, and testing of the system was able to reproduce noise. The patient was sent home for the time being and a revision procedure is currently being discussed. The pacemaker remains in service and no additional adverse patient effects were reported.